Manufacturer narrative:
A partial lead measuring 57.5cm from the distal end was returned for analysis. Internal insulation abrasions were found at 15.5cm to 15.9cm and 16.0cm to 16.3cm from the distal tip. The etfe coating was intact at these locations. No anomalies were found that could cause the noise reported in the field.

Event description:
It was reported that noise was noted on the lead. Lead was explanted and replaced at device change-out for eri.